Event description:
A cartridge alarm was reported by the customer using a tandem mobi pump, specifically cartridge alarm 30, which had been previously reported with the same pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged for a replacement pump to be sent. The customer was advised to use multiple daily injections (mdi) as a backup therapy and given instructions on returning the current pump. Technical support also provided guidance on setting up the replacement pump and storing the old one, ensuring the customer fully understood the process.